Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer received a pump error alarm. Troubleshooting was performed and the customer cleared that pump alarm and to completed the rewind successfully and the pump passed the test successfully. No harm requiring medical intervention was reported. The customer will continue using the insulin pump and will not be returned for analysis.